Manufacturer narrative:
. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. On the same day, the patient started treatment with ceftazadine (dose, route, and frequency not reported) and vancomycin (dose, route, and frequency not reported) for fourteen days for peritonitis. On the fourteenth day post event onset, the patient completed antibiotic therapy. Eighteen days after the event, the patient had a recurrence of peritonitis. On that same day, the patient started treatment with ceftazadine (dose, route, and frequency not reported) and vancomycin (dose, route, and frequency not reported) for twenty-one days for peritonitis. Though the cause of the event was unknown, the patient was retrained on proper aseptic technique. Therapy was ongoing. At the time of this report, the patient is recovering. No additional information is available. This is report 1 of 4.